Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely patient condition related, bleeding from multiple sites noted as per the clinical description provided. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-24999 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 reporting contact fax number was inadvertently omitted from the initial manufacturer device report number 1220648-2024-24999 and was added.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support and during support, the patient had access site bleeding with a hematoma. Kengreal was discontinued and blood products were given. Support continued. The patient survived the event.